Event description:
On (B)(6) 2011, pt's wife reported her husband had been admitted to the hosp in the past. Wife stated he has had trouble with the infusion sets sticking. Wife reported pt ended up in the hosp with ketoacidosis the last time he tried a different type of infusion set. No further info was provided. Attempts to f/u with pt's wife were unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.